Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted two cs 078 call service alarms in the same day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump¿s black box showed a cs 078 call service alarm had occurred. During investigation, there was moisture observed in the display. The pump case was observed to be cracked near the top right corner of the display. A leak test was performed and confirmed a leak in the pump case. The pump rewind, load and prime steps were performed successfully. During the 24 hour duration testing, cs 088 call service alarms occurred. Further testing was not able to be performed due to the recurring cs 088 alarm. The pump was opened and moisture damage found inside case. The complaint of a cs 078 call service alarm issue was not able to be adequately investigated due to the recurring cs 088 issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).